Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. After troubleshooting, the stm found errors in the logs related to the fiber-optic module and was able to confirm the issue. Replacement parts were ordered and, upon receipt, the stm returned to complete the repairs. The fiber-optic module was replaced and the stm subsequently completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) there was a fiber-optic error. There was no harm or injury to the patient and no adverse event was reported. The patient is no longer on the intra-aortic balloon (iab).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) there was a fiber-optic error. There was no harm or injury to the patient and no adverse event was reported. The patient is no longer on the intra-aortic balloon (iab).

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (method codes), h10. Corrected field: e1 (event site postal code).